Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62719.

Event description:
Healthcare professional reported xen®45 gts implant was too short and it is not possible to implant it to the left eye. The affected device was removed by conjunctival via (way/path). Surgery was completed with another xen. There was no eye injury.

Event description:
Healthcare professional reported xen®45 gts implant was too short and it is not possible to implant it to the left eye. The affected device was removed by conjunctival via (way/path). Surgery was completed with another xen. There was no eye injury.